Event description:
At customer location after an intervention, it was observed on the needle guide 02-0027 (B)(6), some rust on the top of the central axis. No other parts or components of the needle guide were concerned by corroded issue. No patient harm was reported.

Manufacturer narrative:
The affected device has been repaired.

Event description:
At customer location not part of an intervention, it was observed rust on the needle guides 02-0027 (B)(6). No patient was involved.